Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Article citation: nasyrov, e., merle, d. A., gassel, c. J., wenzel, d. A., & voykov, b. (N.d.). "Two-year results of xen gel stent implantation for pseudoexfoliative glaucoma in phakic versus pseudophakic eyes." Journal of clinical medicine, 13(14), 4066. Https://doi.org/10.3390/jcm13144066. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Through journal article, "two-year results of xen gel stent implantation for pseudoexfoliative glaucoma in phakic versus pseudophakic eyes" from the journal of clinical medicine, healthcare professional noted the following events "1 patient received phacoemulsification cataract extraction (pce) 4 months after xen implantation; 21 eyes with hyphema; 13 eyes required viscoelastic injection due to hypotony; 2 eyes with hypotony; 2 eyes with stent occlusion which spontaneously resolved; 1 eye with conjunctiva dehiscence requiring suturing; 1 eye with iris incarceration in the stent; 1 eye with malignant glaucoma; 1 eye with rhegmatogenous retinal detachment; 1 eye with spontaneous intraocular lens (iol) dislocation; 3 eyes with uveitis-glaucoma-hyphema syndrome of which 2 eyes required subsequent iol removal; 4 eyes developed cataracts with bcva loss greater than or equal to 2 lines requiring pce; 1 eye with blebitis/endophthalmitis resulting in loss of light perception; 48 eyes required 1 or more needling procedures with mmc; 8 eyes required 1 incisional bleb revision and 1 eye required 2 incisional bleb revisions when the stent was not visible under the conjunctiva at the slit lamp due to severe fibrosis; 4 eyes required additional xen®45 gts implantation; 2 eyes required preserflo microshunt implantation; 3 eyes required trabeculectomy; 1 eye required vitrectomy; unknown number of eyes required antiglaucoma medication due to high iop."